Event description:
The following info was reported to kci by the nurse: a foreign material alleged to be vac dressing adhered to the pt's wound. On (B)(6) 2015, the following info was reported to kci by the nurse: on (B)(6) 2015, the pt went to the hosp and underwent sharp debridement in order to remove the foreign material. On (B)(6) 2015, vax therapy was re-applied with no subsequent issues. The nurse confirmed the lot number was not available. The vac dressing lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be vac dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.